Event description:
It was reported that the procedure was to treat a moderately tortuous proximal and mid right coronary artery. The patient presented with an acute myocardial infarction (ami). A 2.5 x 28 mm xience alpine stent was implanted at 10 atmospheres. Post-dilatation was performed with the stent delivery system balloon when it ruptured at 14 atmospheres. After the balloon rupture the patient had st segment elevation, however, the patient symptoms have subsided. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: axess power version 6f jr3.5sh. Evaluation summary: the device was returned for analysis. The reported material rupture was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.